Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material that adhered to the control section of the device was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the objective lens had a crack due to a handling issue. Due to the crack on the objective lens, the image had a partially dark area. Upon further inspection, it was observed that foreign matter was adhering to the actuator rubber on switch one. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the light guide lens had a crack due to a handling issue. It was observed that the adhesive around the light guide lens had a white-clouded area due to deterioration or due to a handling issue. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive on the bending section cover had a scratch and a white-clouded area due to physical or chemical stress. Lastly, it was observed that the plastic distal end cover had a scratch due to a handling issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The facility wipes or brushes all surfaces with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera colonovideoscope objective lens is chipped. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the actuator rubber of switch one had foreign matter which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.